Manufacturer narrative:
(B)(4). The complaint for a check patient line alarm was not confirmed and the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The device was requested but was not available. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and no trends were identified. Baxter will continue to monitor the product line to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a check patient line alarm on the home choice (hc) during initial drain. The home patient (hp) stated there was air in the line. Gts assisted the hp with ending therapy and advised the hp to setup with new supplies. Product surveillance followed up with the home patient, who stated that air entered the setup because the patient did not prime all the way and he did not notice until he was connected. The hp said he did not notify his nurse and product surveillance advised contacting the nurse when air is found in the setup. No serious injury or medical intervention was reported.